Event description:
It was reported that when using the bd pyxis¿ es server user observed that all reports displayed blank data for transactions (B)(6). Additionally, the user reported that inventory count reports were showing incorrect quantities that does not match the actual inventory source data. The customer believed the issue may be related to communication failures between the pyxis devices and the server, as multiple machines appear to be experienced communication issues. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the incorrect information following the pyxis upgrade on all machines. A technical support specialist (tss) reviewed the customer inquiry and determined that a recent upgrade likely overwrote medstation local inventory records, causing discrepancies between device and server counts. It was identified that missing data could be reconstructed using retained transaction history. The tss provided spreadsheets reflecting pre-issue inventory values for audit and reconciliation, along with guidance on using reports and filters (e.g., countinv/verifyinv, date ranges) to identify discrepancies. The customer was asked to confirm impacted devices and validate the data provided, and case closure approval was requested pending confirmation and no response after multiple followup. Tss proceed to close the case. The system functioned as intended after the technical support specialist troubleshot the device.